Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly and not activating due to a saline leak 2 weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pup was explanted and a new ipp pump was implanted. During the revision procedure the pump connection tube was cracked. The patient was stable following the procedure.

Manufacturer narrative:
An allegation of a tubing crack and fluid loss was reported. The ams700 ms pump was visually inspected and functionally tested. The pump was functionally tested and failed activation test, requiring more than 8lbs. Of force to activate. Product analysis confirmed a device malfunction with the pump.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly and not activating due to a saline leak 2 weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pup was explanted and a new ipp pump was implanted. During the revision procedure the pump connection tube was cracked. The patient was stable following the procedure.